Event description:
Reporter indicated that the pt experienced worsening depression following parameter decrease due to voice alteration and dysphagia. Further follow up with the physician revealed that it is unk whether the worsening depression is above, below, or back to pre-vns baseline.